Event description:
It was reported the solitaire stent was pushed through an undersized renegade microcatheter and got stuck on the third attempt of clot retrieval. The renegade catheter and solitaire were pulled back with some tension. The physician then went up again with a rebar-18 and deployed the solitaire in the distal middle cerebral artery (mca) where it detached upon retrieval. The device was left in the mca. The procedure ended and no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The stent was implanted in the patient and the pushwire has not been returned for evaluation. The instruction for use states not to use each solitaire fr for more than two flow restoration recoveries. (B)(4).